Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an unrelated MRI when the patient told the hcp that they had their device removed because they were experiencing a tingling sensation that was uncomfortable and it was not helping them. The tingling sensation started right after implant and the device was removed a coupling of years ago. No further complications were reported/are anticipated.